Event description:
It was reported while using bd¿ posiflush¿ saline xs 10 ml there were sterility issues. This occurred 192 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during the preparation of the components, there is a resistance of the secondary packaging which generates a tear of the packaging during the separation of the syringes what makes it unusable because intended to be used in sterile field.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306572 and lot number 2335541. The review did not reveal any possible non-conformances during the production process that could have contributed to the reported incident. At this time, samples were unavailable for evaluation by our investigative team. The photograph provided for related record was reviewed. A significant amount of in process testing is performed for each posiflush lot manufactured. The blister package machine operator inspects twenty (20) units per hour and the secondary package operator checks an additional thirty (30) units per hour. Final inspection is performed on thirty (30) units per pallet by quality control inspectors. Throughout these inspections, no reports of poor perforation were identified. The preventive maintenance performed on the perforation blades was also found to be within specification. Based on the investigation results, a cause related to the manufacturing process could not be identified for this incident. It is possible that this incident resulted from an incorrect method of separation. It is recommended that the blister packages are separated on a horizontal plane.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ posiflush¿ saline xs 10 ml there were sterility issues. This occurred 192 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during the preparation of the components, there is a resistance of the secondary packaging which generates a tear of the packaging during the separation of the syringes what makes it unusable because intended to be used in sterile field.